Event description:
During activation, chemical from cold pack sprayed into the eve of agency nurse causing irritation. Pt has been unable to work. Rec'd message from nurse finders, who provides staff for jewish home. Nurse stated that pt was the employee involved in the incident. Pt saw a physician as a result of the incident. Pt is currently experiencing dermatitis of the hands. Pt is not experiencing any difficulties with their eyes.